Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
A physician was attempting to use an in.pact admiral drug coated balloon to treat a fibrous and calcified 350mm lesion in the patient¿s right center superficial femoral artery. Moderate calcification and mild tortuosity were reported. Lesion exhibited cto (chronic total occlusion-100%) stenosis. Artery diameter reported as 6mm. A 5fr non-medtronic sheath, a 0.035inch 150cm non-medtronic guidewire, and a 0.014inch 300cm non-medtronic guidewire were used. A syringe and contrast agent plus saline inflation solution were used to inflate the balloon. It was reported that a balloon burst and leak occurred during balloon inflation at 10atm. Pressure was applied as usual, and there were no issues with its use. However, when the balloon was deflated, a small amount of blood was reportedly drawn back through the balloon lumen. The balloon itself was successfully deflated within the body and was subsequently removed without any issues, concluding the procedure. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product analysis the device returned with balloon folds expanded. The device returned with contrast visible in the balloon. The balloon failed negative prep. On pressurization of the device, liquid was observed exiting the distal tip guidewire port of the hub suggesting a leak on the inner member. The balloon failed to maintain pressure. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.